Event description:
It was reported that the right ventricular lead exhibited over sensing. A lead fracture was suspected and the lead was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 9.4 cm to 9.6 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. This likely contributed to the reported anomalies.